Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on. The device was verified to be in home mode. The unit powered on and off without any issue. No measurements were observed when a masimo sensor was not connected to a subject during 30 minutes of testing. Internal inspection of the device revealed a broken bottom cover standoff, which does not impact the device functionality. Per the operator's manual regarding home mode, "to turn the instrument off the power key must be depressed and held for 3 seconds." No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed.

Event description:
It was reported that the rad-8 will not turn off when the power button was pressed. The rad-8 yields readings when the sensor was not connected to a patient. No known impact or consequence to patient.